Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The returned device data were analyzed. The analysis revealed that the device activated the battery status eri as a result of an invalid memory content. However, the battery is definitely not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In case of invalid memory content in an area related to specific device data, the pacemaker will -by design- activate the device status eri. This does not represent a device malfunction. It was not reported whether the device was reset. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for analysis, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the observed behavior.

Event description:
Device was eri at follow-up. The device remains implanted.